Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the battery of their device had depleted from two bars of battery capacity to zero bars within one week. The device had not been used during this time. In this state, the device may not be able to power on to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer did not return the device or its battery to physio-control for evaluation. It was later confirmed that the device was working properly with a spare battery. The customer also provided a photograph of the original batteries which showed that they were manufactured around 12/10/2012 and had an expiration date of 12/05/2018. It was confirmed that the batteries had been shipped to the customer on 1/30/2012. This puts the battery age at approximately 6 years old. The lifepak® 1000 operating instruction indicate that non-rechargeable batteries have a standby life of five years. Based on the information available, physio-control has determined that its reasonable to conclude that the likely cause of the reported issue is normal battery depletion.

Event description:
The customer contacted physio-control to report that the battery of their device had depleted from two bars of battery capacity to zero bars within one week. The device had not been used during this time. In this state, the device may not be able to power on to provide therapy, if it were needed. There was no patient use associated with the reported event.